Manufacturer narrative:
(B)(4).

Event description:
It was reported that inappropriate episodes of auto mode switch was observed. Reprogramming the device was suggested. No further information available.